Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a broken sensor wire on (B)(6) 2014. Patient claimed, upon sensor pod removal, sensor wire remained in skin. Patient sought medical intervention from a doctor. No further medical intervention was necessary.

Manufacturer narrative:
(B)(4).